Manufacturer narrative:
Additional information was added: one actual device was received for evaluation; along with one companion sample. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed leakage at the spike port cap from the base of the spike port tubing of both samples. The reported condition was verified. The cause of the condition could not be determined. The other seventeen (17) samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nineteen 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from corner seal of the bag. This issue was noted during setup and preparation. There was no patient involvement. No additional information is available.